Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: norway.

Event description:
It was reported that during surgery, the electric dermatome handpiece does not work. They have cleaned the button and tested a lot. It is not stable for use. Sometimes it runs normally, but sometimes when they start it up it "lags". Just like it has to try to find a notch in the steering. There was no patient harm or injury. There was no medical intervention. There was no surgical delay. Due diligence is in progress, no further information is available.

Event description:
This MDR is a duplicate of 0001526350-2024-01007. The initial report was created in error and should be voided.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2024-01007. The initial report was created in error and should be voided.